Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D19669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2012 and previously reported as (B)(6) 2017. Lot number: d19669; manufacturing date: 2014-10; expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident. Event pelvic pain was ticked with seriousness medically significant and intervention required. Essure removal details added. Essure implant and explant date updated. Reporter details added. On 2-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.